Manufacturer narrative:
Failure analysis noted that the pump had intermittent buttons due to moisture damage on keypad traces. There was no button error alarm. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer was unsure if buttons were pressed for 3 minutes or longer. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.